Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v535392, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the therapy was turning on and off by itself while they were sitting on the couch. The stimulation on/off was not related to positional movement. It occurred daily. There were no recent medical tests or emi. The patient would confirm the ins status with the patient programmer (pp) correctly. The stimulation was turning itself off when it should be on. The patient had been getting shocked in the neck and head since the ins had been turning on/off on its own. Before the ins started turning on/off, he experienced soreness and swelling where the leads were located about 3 weeks prior to report. They were meeting with their managing physician on the day of report. Additional information received from the company representative reported since 3 weeks prior to report, the patient had swelling at the lead connection site. There was less swelling on the day of report but it was still there. The health care professional (hcp) was going to do lab work to check forinfection. The site was tender to the touch. The patient had their deep brain stimulator (dbs) device turned off and then back on. The patient had a medication change in the last 1.5 week. Their walking had deteriorated and the patient was in a wheelchair on the day of report. It had been a month or so since the patient's walking had changed. They had a tremor in their right arm and leg and it had gotten worse over the weekend. There were no trauma/falls that could be related to the issue. Impedance measurements were taken. The left side showed: c/0 1044, c/1 865, c/2 704, c/3 1044, 0/1 1214, 0/2 1319, 0/3 1705, 1/2 944, 1/3 1443, and 2/3 1092 ohms. The ins battery voltage was at 2.96v. The implant was on. They felt shocking the day prior to report at the lead connection site where the swelling was located. When they turned their head to the left they noticed a frying sound. They ran impedances with the patient's head turned left but the impedances looked normal. The patient was not receiving intended therapeutic benefit from the dbs. It was further reported that they could feel the device in his chest. Additional information received 4 days later reported the patient was sent to get blood work done and an x-ray taken. Electrode impedances were taken with the head straight forward, to the left, and to the right and all were found to read no problems. Further follow-up was being conducted to determine what the results of the x-ray were, what actions/interventions were taken, and what the cause of the swelling and shocking were. **please see manufacturer report #3004209178-2016-01501 for information on the patient's concomitant system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v535392, implanted: (B)(6) 2010, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The extension was found to contain no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.